Event description:
Two lower titanium implants were placed in september. At first headaches, 3-4 weeks later severe tinnitus, vacuum sounds in one ear. No pain meds work. Please help! In great health prior to implants. Approx 0-1 drink per week prior to implants - started drinking alcohol when severe tinnitus from implants begins with no relief, it is pure torture to hear a loud cricket in your head with no form of relief available. Tried advil - no relief, tried gingko biloba - no relief, resorted to alcohol during tortuous, severe cricket noise episodes. Please help I don't drink and don't know what else to do!